Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 2314912-2025-00279. All information can be found under manufacturer report number 2314912-2025-00279. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of an unspecified quantity of minicap transfer sets. This occurred during use of devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.